Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the (B)(4). Investigation results: visual evaluation of the returned rx cytology brush found that the handle cannula was broken at the proximal end and was kinked at the middle section. Further evaluation noted that the pull wire was broken at the distal end of the handle cannula. Functional analysis could not be performed due to the condition of the returned device. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the bile duct during a cholangio cytology procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the brush was difficult to extend and retract. It was also noted that the wire next to the orange thumb ring was kinked. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no injury¿ at the conclusion of the procedure. This event has been deemed a reportable event based on the investigation results; wire broke.